Manufacturer narrative:
(B)(4). This incident was notified to the FDA via medwatch uf/importer report # (B)(4). Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
Per report, the "patient underwent emergency thoracic aortic stent grafting. Post procedure, a right sided pleural effusion was evident and required chest tube placement. Local anesthetic was performed with a 25 gauge 1 1/2 inch needle prior to chest tube insertion. Reportedly, when the syringe was withdrawn, the steel shaft of the needle was missing and had reportedly broken off inside the patient. An incision was reported to have been made and the wound was thoroughly explored, but the needle was not identified. It was decided to abort further attempts to retrieve. The chest tube was then placed and the wound closed. No apparent patient harm."